Manufacturer narrative:
He following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 12-oct-2023 h.6 investigation summary: (B)(4) we could confirm this issue as a report form returned sample, photo. This issue was contamination. No issue in retention samples. No issue in DHR. No trend. Root cause was undetermined. We will continue to monitor this lot. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ chromagar¿ orientation agar (100 shelf pack) growth was found in the media before use. The following information was provided by the initial reporter: this is a report about contamination of the media. According to the customer's report, bacterial growth was found in the media before usage.

Event description:
It was reported that bd bbl¿ chromagar¿ orientation agar (100 shelf pack) growth was found in the media before use. The following information was provided by the initial reporter: this is a report about contamination of the media. According to the customer's report, bacterial growth was found in the media before usage.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.